Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® k2e 5.4mg plus blood collection tubes the tubes under filled. This occurred on 10000 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter: tubes don't fill correctly.

Event description:
It was reported that during use with a bd vacutainer® k2e 5.4mg plus blood collection tubes the tubes under filled. This occurred on 10000 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter: tubes don't fill correctly.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/20/2020. H.6. Investigation: bd received 12 samples from the customer for investigation. All samples were evaluated by draw testing and the indicated failure mode for draw volume with the incident lot was not observed. Additionally, 8 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to draw volume as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10